Event description:
This MFR was just notified about an event that occurred over a year ago. Reportedly this balloon ruptured during dilatation of a stent in the iliac artery. Following balloon rupture resistance was encountered removing the balloon catheter from the stent which resulted in a fragment of the balloon material detaching from the balloon and remaining in the pt. Successful surgical retrieval of the detached balloon segment followed. No pt sequelae resulted from this event. This device has not been returned for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this device was being used to dilate an iliac stent which is a non-indicated use of this device. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "medi-tech balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries... The catheter is designed to deliver maximum force and is indicated for calcified or fibrotic lesions, or in lesions or strictures which are very resistant to dilatation...any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."